Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the sensor is not picking up the PICC 75% of the time. Erratic and inaccurate readings was confirmed. During testing, the sensor passed the ECG functionality but failed the magnet tracking functionality. The sensor intermittently does not detect the magnet tracking. The sensor was connected to the automated calibration fixture and failed with 10 sensors not reading. The root cause of the reported failure was identified as an internal failure within the magnet tracking pcb.

Event description:
It was reported the sensor is not picking up the PICC 75% of the time. Erratic and inaccurate readings.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the sensor is not picking up the PICC 75% of the time. Erratic and inaccurate readings.